Manufacturer narrative:
With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement. When unit is not under pressure, this would not have caused a slippage whereas when unit is properly positioned, and put under pressure unit would not have slipped. The device history record shows no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint is not confirmed device identifier number: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse manager reported that the a1059 mayfield modified skull clamp slipped and caused laceration during a posterior cervical procedure on (B)(6) 2018. The surgeon placed the patient in prone position and mayfield pins (lot number w1805237) were used. When the patient was positioned to flex the neck, the rocker arm with two (2) pins slipped causing a laceration. Additional information has been requested.